Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high thresholds. Myocardial degeneration was suspected as there were no issues with sensing or lead impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.